Event description:
It was reported that during colon procedure, the device would cut but stapled partially. Little bleeding in intra op. Post operatively, the patient was re-hospitalized because of pains in the defecation. Little digestive suffusion. To surgical resumption.

Manufacturer narrative:
Serial number = na.